Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software was not accurately adjusting insulin deliveries. Customer¿s blood glucose (bg) value was 42 mg/dl; cause of low bg was unknown. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.